Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was depleting quicker than expected. Boston scientific technical services (ts) explained that this could be due to charge time but no way to confirm either way without doing an analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.